Event description:
The device was used during a lower anterior resection. Reportedly, the instrument was difficult to open. Surgeon was able to remove the device and manually sutured to complete the procedure. The hospital has reported no pt injury occurred.